Event description:
It was reported by the customer's niece that customer had passed away. The customer passed away at home. The cause of death is unknown. The blood glucose was unknown at the time of death. Customer was not wearing insulin pump at the time of death, because she was waiting on instructions from doctor. It was reported that the customer had heart failure. The blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
In the initial report this information was not included. Additional information received and is included in this report.

Event description:
It was reported that the customer passed away. The date of death and details regarding the death were not provided. Attempts were made to contact the next of kin via telephone. There was no answer; only a voicemail was left. A callback request letter was sent to the address on file. No further information is available at this time.